Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: method of use ¿ posology ¿ juvéderm® volbella¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported injecting a patient with 1/3 of a syringe of juvéderm volbella with lidocaine. After the injection, the needle was exchanged and after fitting the needle, the syringe cracked on the needle socket. The device was not used after being broken and there was no damage to the patient or staff.